Event description:
Subsequent to the medwatch new information was received regarding the outcome of this event. The patient's symptom of blurring in the left eye inner visual field cleared 95% on (B)(6) 2011 in the am and cleared completely by that evening.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a trial that after post dilatation of the second non-abbott stent in the left common carotid artery using the viatrac balloon, the patient experienced blurred vision in the inner left eye visual field that was treated with extra doses of oral plavix. The accunet filter was in the patient vasculature during onset of this patient symptom. Initially, the patient had reported blurred vision which was later clarified as double vision. With further assessment, the patient was noted to have a dysconjugate gaze. The following day, the patient reported a partial field loss in the inner aspect of the left eyes visual field. The patient was discharged home the following day, with an improvement in the symptoms. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: viatrac-14-plus 7.0/40. Stent: 2 - precise pro rx nitinol (c0740rxc and pc0830rxc). There was no device malfunction reported that could have contributed to the event. Neurological event and visual disturbances may occur during this type of procedure and as listed in the product instructions for use, these are known observed and potential adverse events associated with the use of the product. Although a definitive cause for the reported patient adverse effects and the relationship to the product, if any, could not be determined, there was no indication of any product deficiencies which could have contributed to the patient effects.